Event description:
The reporter stated that the time and dates shown in the patient's pump were erratic. The reporter confirmed that the patient was not changing the time and date; upon battery changes the patient reportedly just confirmed the verify screen without checking. Customer support reviewed the pump history with the reporter and the reporter stated that some of the entries were correct but others were not.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicates a manual time and date change occurred from 7:28 pm (B)(6) 2007 to 8:30 pm (B)(6) 2011, as well as a manual date change at 10:07 pm on (B)(6) 2012 to (B)(6) 2011. A review of the total daily dose history and the bolus history indicated that the dates were inconsistent. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.